Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06610, related manufacturer reference number: 2017865-2019-06612, related manufacturer reference number: 2017865-2019-06613. It was reported that the patient's pacemaker system was explanted due to pocket infection. Patient was stable with no adverse outcomes.

Manufacturer narrative:
Analysis was normal. No anomalies were found.